Event description:
On 8/19/96, during a follow-up call with the facility or nurse, the MFR was informed that there were two incidents involving this pt. This report investigates the first incident (see MFR 1219454-1996-00400 for add'l info regarding the pt's 2nd device). The facility or nurse stated that this was a "strange situation" where the pt has recently received her 3rd implanted device. The first device was stated to have been implanted on 3/14/95, and is assumed to have been removed due to the same type of problem: leaking and split of the device catheter.